Event description:
It was reported that a large volume infusor under-infused an unspecified drug. The infusion rate and duration were not specified. There was 20-30% of the original fill volume remaining inside the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from august 30, 2014 to august 31, 2014. The device was received and the evaluation was completed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Flow rate testing was performed and found the device¿s flow rates to be within specification. Therefore, the reported issue could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.